Event description:
It was reported that during procedure, it was found that the energy of the device was weak, there was difficulty in stones dusting. The procedure was completed using the original device. There were no patient complications reported. It was further noted that the console did not prompt any error codes during use of the console.

Event description:
It was reported that during procedure, it was found that the energy of the device was weak, there was difficulty in stones dusting. The procedure was completed using the original device. There were no patient complications reported. It was further noted that the console did not prompt any error codes during use of the console.

Manufacturer narrative:
The console was field serviced at the user facility, the energy of the optical fiber end was tested, and it was within normal range. The optical fiber port was clean, and the optical path was normal. Therefore, the reported event was not confirmed.